Event description:
Pt augmented with silicone gel implants in 1985. Now having back pain, shoulder pain and breast pain. Mammography reveals questionable bilateral extravasation. Capsular formation on 1/15/99, implants and capsules removed, both implants were ruptured. Pt augmented with mentor silex mammary implants bilaterally on 1/15/99.